Event description:
The customer contact reported a separation. It was reported that the empty solution container was to be used to deliver an unspecified volume of an unspecified concentration of mannitol. It was reported that during filling of the empty solution container, a 3 ml syringe with a 21 gauge needle was inserted into the additive port of the solution container to inject 2.5 ml of mannitol. The customer contact reported that after the medication as injected into the solution container, the needle was removed from the additive port. At this time, it was reported that the additive part separated from the solution container and the 2.5 ml of solution leaked. The solution container was replaced and the filling was resumed. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.